Manufacturer narrative:
(B)(4).based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the complaint the blue rotational cable and the green translational were replaced. The unit has not been returned for service prior to this event, therefore no service history review can be done. After servicing, the unit passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the holster had connection cable issues. The procedure was a breast biopsy. No further information is available. No reported patient consequence. Unit returned to the international service center.